Manufacturer narrative:
The infinity acs workstation cc consists of two parts, the ventilation unit v500 and the displaying cockpit c500. For the investigation the given information were analyzed. The device log and the cockpit c500 were requested but not available. Therefore a statement about the root cause is not possible. However according to the described error codes there was a disturbance in communication between cockpit infinity c500 and ventilation unit evita v500. Additionally there were reboots of ventilation unit, though according to the description of event these occurred during maintenance solely. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. It is likely that the ventilator software detected an internal failure and triggered a local restart of the infinity c500. In this case the ongoing ventilation is displayed in the supplemental display. In case of a reboot of the ventilation unit v500 an alarm is generated. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. After a successful restart the ventilation continuous with the set parameters. The cockpit and the device behaved according to its specification and performed a reboot in order to solve a detected problem.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but not yet completed. The investigation results will be sent within a follow up-report.

Event description:
It was reported that the device failed on a patient on (B)(6) 2016, approx 11 pm, displayed error: 0769.32927. Fault condition remains. On power up from rocker switch, piezo sounded approx. 20 seconds and then alarmed continuously. Secondary display lit itself before cockpit had booted with pressure bar flicking. Over a few reboots, cockpit would either boot to error 0769.32927, 0769.32931 or in one instance booted to normal operation, but failed to device code 3 before error logs would download. It was not possible to download the error logs. No injury reported.